Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer' mother reported via phone call indicating that patient insulin pump alarm device software error and motor error. Customer's blood glucose at time of incident was unknown. The customer was advised and explained the alarm is a program safety alarm. Customer stated that she received software error alarm. The customer was advised to discontinue use of the pump and revert to backup plan. The customer was advised the pump will need to be replaced. The customer was offered to troubleshoot for motor error but declined.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked on the reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, cracked battery tube threads and missing the end cap sticker.